Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for multiple patients, involving unicel dxi 800 access immunoassay system. This is report number five of seven. The elevated result was released out of the laboratory and questioned by the physician. Subsequent testing produced a result within the normal reference range and an amended report was released to the physician. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed aspiration test on aspirate probes and discovered probe a1 aspirated very slow. The fse replaced peristaltic tubing for all three probes and repeated the aspiration flow test. All probes successfully passed. The fse primed fluids and completed system check. System test results conformed to the manufacturer's published performance specifications. Patient samples were drawn in plastic green to plasma tubes. Sample centrifugation was performed in a statspin centrifuge for three minutes. Quality control (qc) performed prior to the event recovered within range. During troubleshooting, the customer reported system check failure due to high "washed portion" imprecision. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-04038, 04039, 04040, 04041, 04043, 04164.